Manufacturer narrative:
(B)(4). The physician clarified that there were only two episodes of peritonitis. The patient experienced and was hospitalized for bacterial peritonitis manifested by peritoneal cloudy effluent and abdominal pain. The cause of bacterial peritonitis was unknown. The patient was treated with cefamezin alpha- ip (300mg, 4 times per day) for twelve days. The patient was treated with flomox (200mg, 2 times per day, orally) for seven days. The patient was discharged from the hospital. Dianeal and extraneal therapies were ongoing. The patient recovered from this peritonitis event.

Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for renal failure chronic. Action taken with dianeal and extraneal therapies were not reported. The patient experienced three episodes of peritonitis within five months. Treatment was not reported. The cause of the event was unknown. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).